Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fungal infection is related to the v.a.c.® therapy. There have been several attempts made to gather additional information, but there has been no response. It is unknown if medical or surgical intervention was required. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient's daughter: on (B)(6) 2018, the patient's daughter inquired about what type of powder can be used when doing a crusting technique for a fungal infection located under the drape. No additional information is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient's daughter: on (B)(6) 2018, the patient allegedly experienced mild irritation localized to the v.a.c.® drape area. The patient's daughter reported that the nurse allegedly stated this was a moisture issue, and inquired if a cream can be used on (B)(6) 2018, the following information was reported to kci by the patient's daughter: on (B)(6) 2018, the patient's daughter inquired about what type of powder can be used when doing a crusting technique for a fungal infection located under the drape. No additional information is available.

Manufacturer narrative:
Additional information for MDR-3009897021-2018-00084 sent on 05-oct-2018: describe event or problem: additional information available on (B)(6) 2018 was added initial reporter: address was updated to country - (B)(6), city - (B)(6). Report source: "foreign" was added. Correction: date received by manufacturer: corrected from 05-sep-2018 to 04-sep-2018. Based on corrections provided, kci's assessment remains the same; it cannot be determined that the alleged fungal infection is related to the v.a.c.® therapy.